Manufacturer narrative:
It was reported that the programmer froze during defibrillation threshold testing. Final analysis found that there was poor received signal strength indicator (rssi) when the device was implanted into the patient, resulting in the loss of echocardiograms (ECG). No other anomalies were found.

Event description:
It was reported that during defibrillation threshold testing (dft), the programmer used to interrogate the patient's implantable cardioverter defibrillator (ICD) froze upon inducing ventricular tachycardia (vt). It was further noted that the echocardiograms (egms) had blanked. The patient's vt was eventually converted by their ICD. No intervention was performed. There were no patient consequences.